Manufacturer narrative:
(B)(4). Mw5060904.

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced unexpected g5 application shut-off on (B)(6) 2016. No additional patient or event information is available.